Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 2-8a issue was identified during the procedure with the port place installed. Troubleshooting began with a suggestion to turn off the erbe generator. The customer had attempted to reset and change the bipolar cables prior to contacting intuitive surgical, inc. (Isi) technical service engineer (tse), but the issue persisted. The caller reported they used a vessel sealer and two bipolar cables on the erbe. Tse advised the caller to keep the cables separate, which the customer acknowledged was already known. Despite the errors, there were no patient concerns, and the procedure was completed without delays. Error logs indicated an error 1-8a on port 1 and an error 2-8a on port 2, both involving inability to read instrument data and related to ds2430 crc errors. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: liver resection was performed. The procedure started at 2 pm. The same error appeared previously and handled, that time, with vio herbs replacement (see dso # 800070121). The site thought of trying to handle the problem by replacing the e-100 generator this time.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and the customer reported complaint was confirmed but not replicated. A review of the logs found error 25913 confirming that the issue occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The system was placed on a system and tested through 10 power cycles and 50 energy cycle cut/seal actions, but the issue could not be replicated. The unit is an original equipment manufacturer for further investigation. The probable root cause of error 1-8a and 2-8a is attributed to a faulty component of the e-100 generator. The errors indicate a fault with the cord connection. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.

Event description:
Refer to h11 for follow-up information.